Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the log file shows temperature of blower high alarm triggered on (B)(6) 2020. The temperature of blower high started to trigger on (B)(6) 2020 and blower failure alarm started on (B)(6) 2020. Per the functional block, blower is at (30%) and on, blower voltage is within range 10.6v, current blower is 0.94a (higher than normal value 0.8a) while the blower speed is 01/min. No root cause has been determined yet. Investigation is still ongoing. Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical determined the root cause due to user fault, lack of maintenance/filter exchange combined with not reacting on blower temperature alarms.